Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system refurbished, list 08n53-032, which is the same/similar to the alinity m system, list number 08n53-022 which received us FDA approval.

Event description:
The customer reported false negative results for alinity m high risk (hr) hpv amp kit while running on the alinity m instrument. Sample ID (sid) (B)(6) was processed with alinity m hr hpv assay on (B)(6) 2026. During the first run, the sample produced result "not detected". Due to low fractional cycle number (fcn) value of cellular control (cc) signal, the sample was re-processed the same day with result "hpv 16" and "other a" detected. Field application specialist (fas) downloaded log files via abbottlink. Visual curve inspection of sid (B)(6) reveals late amplification of cellular control (cc) signal (coumarin fcn of 33.06 with max ration [mr] of 0.27). Hpv targets were not amplified. Sample sid (B)(6) was re-processed the same day with result "hpv 16" (c560 fcn of 22.62 with mr of 0.21) and "other a" (q670 fcn of 22.74 with mr of 0.18). During troubleshooting, pipettor # 3 (pr3) bias was discovered on 3-mar-2026 for alinity m instrument. Result for sample sid (B)(6) was released from the laboratory as "detected" (for hpv 16 and other a targets). There was no report of impact to patient management.